Manufacturer narrative:
While updating the esubmitter program, we discovered a bug in the program that wouldn't allow the completion of the submission. A ticket was initiated and submitted to both cesub helpdesk and the esgngsupport support email links on november 3, 2025, november 10, 2025, november 18, 2025, november 19, 2025, the first response we received for support was on 12/3/2025, which directed us to uninstall/reinstall the software, which we did twice, with no resolution. We then attempted to install the software on a completely different computer, which failed to resolve the issue as well. I then submitted additional help desk tickets to the esubmitter, cdrhesub, and emdr support links on 12/9/2025. On 12/11/2025, I received an acknowledgement from the esubmitter help desk that they discovered an issue with the program and would respond when resolved. On 12/29/2025, we received a solution and directions for fixing the software bug, which resolved the issue.

Event description:
The patient was using ifc therapy for knee pain at 4-5 ma for 10 minutes. After receiving a "check connections" message, they changed the electrodes and increased the intensity to 43 ma but initially felt nothing. After a few minutes, they experienced numbness and sharp sensations in the foot that spread through the leg. The patient stopped the treatment immediately but continued to feel sharp sensations.